Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The implant failure occurred due to delayed fracture healing and due to a fall. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal femur plate 9-hole broke approx. 6 months post-operatively. Upon investigation, it has been revealed that the patient fell which caused the plate breakage.